Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx balloon catheter was selected for sue. During cooling, a blood detection error occurred. The physician did not continue using the catheter after the error occurred. It was difficult to place the device into the right inferior pulmonary vein. To solve the issue the balloon was replaced, and the sheath was removed and reinserted several times. The procedure was completed without patient complications. The device has been already disposed at facility.